Manufacturer narrative:
The subject device was returned and an evaluation was performed. As reported the barrel insert at the distal end of the device was found to have detached from the cannula assembly and was returned with the device. Components of the device were noted to be damaged, the guide wire and back up tabs were both significantly bent. The damaged condition would cause the device to perform in a suboptimal manner. The tabs that hold the barrel insert in the cannula had been properly crimped, however, it appears that the combination of the damaged components and the forces applied to the device in use resulted in the barrel insert being dislodged. A review of the manufacturing records found no anomalies. Based on the available information, the reported problem in deploying the fasteners experienced by the user and the detachment of the barrel insert were due to the damaged components. A definitive conclusion cannot be made at this time as to the cause of the damage. The instructions-for-use (IFU) supplied with the device states, that it is not possible to fixate directly into bone or cartilage as this may damage the device. The IFU also states that "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a lap inguinal hernia repair with a 3dmax mesh, the optifix fixation device misfired and the barrel insert at the distal tip of the outer cannula detached. The insert was retrieved. Contact confirmed that there was no patient injury reported as a result of the problem experienced. Another mechanical fixation device was used to complete the case.